Event description:
The customer complained that you have to press the nurse call button several times before it will actually engage at the nurses station. The bed has been moved to multiple rooms and the problem follows the bed.

Manufacturer narrative:
The tech replaced the sidecom board, which resolved the issue. The bed is operating within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.